Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, there was difficulty grasping and capturing leaflets with mitraclip ntw. It was noticed that there was chordal rupture on the posterior leaflet after removing the clip from the patient. Mitraclip ntw was replaced with mitraclip nt. There was difficulty grasping and capturing leaflets with mitraclip nt. Clip was removed from the patient. Imaging was difficult. The final mr was garde 4 there were no adverse patient effects or clinically significant delays reported.